Event description:
It was reported that a pump alarm occurred, specifically alarm 20, during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge but faced recurring alarms, resulting in technical support deciding to replace the pump. The customer was instructed to use multi-dose insulin injections as a backup therapy to maintain insulin delivery. Additionally, the customer was guided on how to store the pump and return it using a provided pre-paid label.